Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had recurrent power error detected alarm. The customer¿s blood glucose level was 6.1 mmol/l at the time of incident. The customer stated that they were able to clear the alarm and able to complete rewind the insulin pump. Customer also stated that power error detected alarm recurred within a week of previous occurrence. The customer was advised that the insulin pump needed to be replaced the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.